Event description:
Pt was operated before appr. 12 months with mitek rigidfix for acl repair. In the near past pt complained about pain in the joint. Therefore a CT imaging was performed and a shadow area showing an effusion and new cartilage was detected. An arthroscopy was performed and the tip of a crosspin and a cartilage capsule was found in the joint space. Both were removed and pt seems to be fine now.